Event description:
On (B)(6) 2012, it was reported that a physician had to hold the serial cable in a certain way in order for the wand and handheld device connection to be reliable enough to be able to interrogate and program devices. The handheld device and wand were fine: the issue was narrowed down to the serial cable. Attempts for product return have been unsuccessful.